Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. Customer stated that they recently got out of rehab due to they falling. Customer changed her basal rates and realizes that they should not have. Customer changed her basal rates and putted them in incorrectly. Customer was able to correct her basal rates and putted them in accurately. Customer was declined troubleshooting for low blood glucose. Asked to customer to contact health care professional's to verify the accuracy of settings. The insulin pump will not be returned for analysis.